Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device did not have any power. This occurred 10-15 minutes into the procedure. A second hemopro device was used; however, it fired immediately without the trigger being depressed. A replacement hemopro and extension cable were used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report numbers 2242352-2013-01498 and 2242352-2013-01499 for the related reports.

Manufacturer narrative:
The hemopro extension cable was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection did not identify any non-conformities that may have contributed to the reported event. The extension cable was tested with a reference hemopro tool and power supply; the extension cable passed the pre-cautery test as the reference hemopro device produced steam and heat during several activations. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).